Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an open gastrectomy, it was found that the locking spring was broken and the anvil could not be removed from the trocar before use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p56h1f. The analysis results found that the cdh25a device arrived with no apparent damage with the staple retainer present. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged.